Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded downstream occlusion (dso) seal. Functional testing was performed. The cause of the reported issue was degradation of the dso sensor and seal. As a result, the dso sensor and seal were both replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette sensor and downstream occlusion (dso) seal were bad. There was no patient involvement. Device evaluation revealed degradation of the dso seal and dso sensor.